Event description:
An 8fr urinary cath was placed in the bladder for vcug preparation. Balloon was inflated following nitrous sedation in order to secure the catheter while transporting the child from sedation area to x-ray room. Once the child arrived at x-ray, the tech attempted to deflate the balloon in order to begin the vcug. It was discovered at that time that the balloon would not deflate. Ir physician called to the room. Several attempts and techniques were tried with no results. Release valve was cut by ir physician in hopes the defect was in the valve. This did not work. Physician from urology was called for guidance and suggestions. He suggested sending the patient home in hopes over the weekend the balloon would deflate and the cath would come out. The ir physicians and rad tech decided to try to place a guide wire up the channel that leads to the balloon. They did this and this released the saline in the balloon. The catheter slipped out of the bladder and the patient was sent home. No injury to the patient. Vcug was unable to be completed and the patient will need to return at another time for the vcug.